Event description:
The customer reported that the 9600 system failed to boot up. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the mother board, communication board, and the hard disk drive. The system was tested and is operating as intended.